Event description:
In an abstract titled "in situ cement augmentation of percutaneous pedicle screws-a novel short segment instrumentation system for the osteoporotic spine", a study of 52 patients with 208 augmented pedicle screws was performed. Initial reduction and cement-augmentation was performed by percutaneous balloon-kyphoplasty (pmma). Final reduction was achieved by percutaneous instrumentation of the adjacent vertebrae with in situ pmma screw-augmentation. The following was reported in the results: -in 41/208 pedicle screws, leakage of cement was noted. Direction of leakage was anterior or lateral for 40, and epidural for 1 case. No further information was reported.

Manufacturer narrative:
Age at event: average patient age was 74 (60 to 92). Report source: article titled "in situ cement augmentation of percutaneous pedicle screws-a novel short segment instrumentation system for the osteoporotic spine", by tr blattert, c josten. Method: follow-up with company representative.